Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. It has not been determined at this time if the unit will be made available for evaluation.

Event description:
It was reported to stryker that the customer alleged that the eye surgery stretcher suddenly dropped during a procedure. The customer further alleged that, as a result of this drop, a patient received an eye wound from a surgical needle. Stryker was not aware of the event until nearly two years after the event occurred and has not been able to evaluate the unit. The patient has claimed that this is the result of user error.

Manufacturer narrative:
The unit could not be evaluated and a correction/repair to the unit could not be performed or confirmed.

Event description:
It was reported to stryker that the customer alleged that the eye surgery stretcher suddenly dropped during a procedure. The customer further alleged that, as a result of this drop, a patient received an eye wound from a surgical needle. Stryker was not aware of the event until nearly two years after the event occurred and has not been able to evaluate the unit. The patient has claimed that this is the result of user error.